Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the PICC was found to be leaking and was removed as a result after being in situ for 6 weeks. A secureacath and statlock were both used as fixation devices. The device was discarded after the event.